Event description:
As reported, during an unknown procedure, part of a roadrunner uniglide hydrophilic wire guide "disintegrated" upon removal from the patient. Per the reporter, the missing part was found. Additional information has been requested. There has been no report of adverse effects to the patient at this time.

Manufacturer narrative:
E3: director of procurement h3: it is unknown if the device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.